Manufacturer narrative:
(B)(4). Additional information: the sample was received and arrived out of the pouch primed. Visual inspection showed that there was a brown/dark colored particle approximately one inch below the y-site. Microscopic inspection showed that the particle was a piece of plastic approximately one quarter of an inch in length. The tubing was then sliced open and the particle was found to be a charred plastic particle adhered to the inner tubing wall. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the tubing of a clearlink extension set. This was noted after priming the set with 0.9% normal saline solution in the radiology department, as the nurse was preparing to connect the set to the patient. The reporter stated that the particulate matter was approximately the size of a grain of rice, brown in color, and ¿appeared to be wedged into the plastic.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.